Event description:
The remb universal driver was returned for service. Upon evaluation at the manufacturer it was found that the device would slip out of safety when the reverse trigger was pulled.

Manufacturer narrative:
Upon disassembly for visual inspection the trigger shaft was worn.